Event description:
Event description cpi received information that during heart surgery the implantable cardioverter defibrillator (ICD) was oversensing the elecautery causing pacemaker inhibition and inappropriate shocks in a pacemaker dependent patient.